Event description:
The customer reported that a pt went into vfib during a cardioversion due to the combined sync output delay time. The pt required resuscitation and the resuscitation was successful.